Event description:
It was reported that the pacemaker an right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered the lead safety switch (lss). The patient was brought in for testing and found loss of capture (loc) with high threshold measurements in bipolar. There was noise with isometrics when performing pocket manipulation. The rv lead was reprogrammed unipolar pace with bipolar sense. The physician plans to continue to monitor the patient as they only pace seven percent in the right ventricle. No adverse patient effects were reported.